Manufacturer narrative:
B5: describe event or problem - additional information h2: type of follow up-additional information d4: additional device information-additional information g6: report type ¿ updated/follow-up

Event description:
Subsequent to the initial MDR, additional information has been received.

Event description:
It was reported that an unknown issue occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of an unknown issue is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).